Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the scene of a car accident. The customer was not hospitalized. The cause of death was trauma from the car accident. The caller stated that the customer did not have any diabetes complications, kidney disease, heart disease, stroke, or infection. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.